Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by sales rep that during a thumb ucl reconstruction, the shaft of the bio-composite tenodesis screw broke and the distal end remained in the patient. No additional information provided at initial report. Follow-up investigation: it was a shaft of the bio-composite tenodesis screw driver that broke, not the screw itself. The distal end of the driver shaft remained in the screw, which was fully seated at the time the driver broke. The remaining portion of the driver was discarded at time of procedure. Another ar-1530bc was placed in a separate location and the procedure was completed.